Event description:
Fms gravity and irrigation tubing, was found to have a long hair inside the package, between the outer package and inner package. Product was not opened and not used.====================== manufacturer response for fms gravity and irrigation tubing, fms (per site reporter)======================manufacturer provided rga# for product tracking and sent field rep to pick up defective product for evaluation.